Event description:
The reporter stated the surgeon implanted a 12.5 mm icm125v4 implantable collamer lens in the pt's left eye on (B)(6)2005. The lens was explanted on (B)(6)2010 due to low vaulting. The lens was exchanged for a longer lens. The pt's current bcva 20/28. See MFR #2023826-2010-00979 for the right eye.

Manufacturer narrative:
(B)(4).